Event description:
During svc, the baxter repair tech reported depleted batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.